Event description:
The patient had a 14 fr mic gastrostomy tube placed. Three days after placement of the tube he returned due to the g-tube falling out. The tube was again replaced with another 14 fr gastrostomy tube which again fell out. This tube is thought to be by the same manufacturer, however no product identifiers or information available. The tube that fell out the last time was noted to have a defect on the tip. The patient again underwent another procedure, more extensive than the prior ones to have a new gastrostomy tube placed.